Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient's knee was revised due to instability. Her primary 10mm sigma rp ps insert was removed and replaced by a thicker 15mm sigma rp ps insert, which tightened both her flexion and extension gaps. There was no surgical delay. Doi: (B)(6) 2012 dor:(B)(6) 2024 affected side: right knee

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, ¿patient's knee was revised due to instability. Her primary 10mm sigma rp ps insert was remove and replaced by a thicker 15mm sigma rp ps insert, which tightened both her flexion and extension gaps. There was no surgical delay¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the bottom surface of the pfc sigmarp stb tb in 3 10.0 presents sings of pitting and circular scratches, consistent with a third body debris becoming trapped between the articulating surfaces of the tibial base and insert. No other defects were observed related to the reported event. With the information provided is not possible to determine a potential cause at this moment for the observed pitting and scratches. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the pfc sigmarp stb tb in 3 10.0 would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received: a. Was instability related to polyethylene wear? No. B. Was there any reported malposition of components that led to the instability? No. C. Were any components undersized on the primary surgery that led to the instability? No. D. Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability? No.